Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Patient reported right side rupture and capsular contracture baker grade IV. The device has been explanted and replaced.

Event description:
Patient reported right side rupture. Later, healthcare professional reported right side capsular contracture, baker grade IV; MRI and mammogram performed. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.

Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, wear abrasion and nicks striated) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported right side rupture. Later, healthcare professional reported right side capsular contracture, baker grade IV; MRI and mammogram performed. Patient reported right side rupture and capsular contracture baker grade IV. The device has been explanted and replaced.